Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed multiple error codes (3.3-volt, 5-volt, and 35-volt supply failed). The device was in clinical use when the issue occurred; the patient was moved to a different system. No patient or user harm reported. The philips remote service engineer (rse) provided the customer with part numbers for replacement power management (pm) board and motor control (mc) board. The customer opted for onsite service. The device was evaluated by a field service engineer (fse), and it was reported that the device had the following alarms: 1002 (blower temperature too high), 1117 (3.3 v supply failed), 111d (mc pcba adc failed), 111b (35 v supply failed), 1127 (ovp circuit failed), and 1118 (5v supply failed). It was also reported that the blower control part number, and serial number were not appearing on the ventilator information screen. The fse determined that the motor control (mc) board had failed and required replacement to resolve the error codes and missing information. The fse repaired the device in accordance with the service manual and replaced the mc board and pm board. After the part replacements, the error codes were cleared.